Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('consistent pelvic pain') in a 22-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included vomiting. She has no history of bulimia, anorexia, or seizures. She denies irregular vaginal bleeding, vaginal discharge or odor. Previously administered products included for an unreported indication: depo-provera from december 2004 to january 2005. Concurrent conditions included condom, rectal bleeding, ovarian cyst, diabetes, blood pressure high, anxiety, dysuria and chronic pain. Concomitant products included aripiprazole (abilify), caffeine;paracetamol (excedrin aspirin free), cefalexin (cephalexin), ciprofloxacin, codeine phosphate;paracetamol (tylenol with codeine), cyclobenzaprine since 2016, diphenhydramine hydrochloride, escitalopram oxalate (lexapro), ethinylestradiol;levonorgestrel (portia-28), finasteride (propecia), hydrocodone, ibuprofen, morniflumate (flomax (morniflumate)), nitrofurantoin (macrobid), ondansetron (zofran), oxycodone, oxycodone hydrochloride;paracetamol (percocet), phenazone (antipyrine), pregabalin (lyrica), promethazine and tramadol since 2016. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced headache ("headaches"), migraine ("migraines") and nausea ("nausea"), 11 months 5 days after insertion of essure (ess205). On (B)(6) 2005, the patient experienced fatigue ("fatigue"), urinary tract infection ("urinary tract infection") and irritable bowel syndrome ("ibs"). On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2006, the patient experienced alopecia ("hair loss"). On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced ovarian cyst ("ovarian cysts"), arthralgia ("joint pain"), pain ("pain"), bleeding menstrual heavy ("heavy abnormal menstruation"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), rash ("skin rashes"), vaginal discharge ("vaginal discharge"), depression ("depression") and complication of device insertion ("trouble with inserting coils") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ovarian cyst, fatigue, arthralgia, pain, bleeding menstrual heavy, dyspareunia, abdominal pain, back pain, abdominal distension, hormone level abnormal, rash, vaginal discharge, depression, vaginal haemorrhage, menorrhagia, urinary tract infection, nausea, irritable bowel syndrome, alopecia and complication of device insertion outcome was unknown, the abdominal pain lower and migraine was resolving and the headache had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, complication of device insertion, depression, dyspareunia, fatigue, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, nausea, ovarian cyst, pain, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and bleeding menstrual heavy to be related to essure (ess205). Diagnostic results: on (B)(6) 2007, CT abdomen/CT pelvis-total bilateral occlusion. Her pelvic ultrasound showed a 4.9- cm simple right ovarian cyst with a large amount of free fluid in the cul-de-sac. There was normal doppler flow to both ovaries. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events back pain, fatigue, urinary tract infection, abdominal pain, vaginal bleeding. Quality-safety evaluation of ptc: final assessment: this case is for the essure 205 since the patient stated they had they device implanted in 2005. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. "Ovarian cysts", as the patient identified in her email, are not a known failure mode related to essure. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media content received: event outcome of headache was updated to recovered/resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 31-mar-2017: case can be considered closed as no ptc update will be necessary. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented consistent pelvic pain. A bilateral salpingectomy was performed to remove micro-inserts, around 10 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("consistent pelvic pain") in a 22-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included vomiting. She has no history of bulimia, anorexia, or seizures. She denies irregular vaginal bleeding, vaginal discharge or odor. Previously administered products included for an unreported indication: depo-provera from december 2004 to january 2005. Concurrent conditions included condom, rectal bleeding, ovarian cyst, diabetes, blood pressure high, anxiety and dysuria. Concomitant products included ibuprofen and oxycone (percocet). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, 11 months 5 days after insertion of essure (ess205), the patient experienced headache ("headaches"), migraine ("migraines") and nausea ("nausea"). On (B)(6) 2005, the patient experienced urinary tract infection ("urinary tract infection") and irritable bowel syndrome ("ibs"). In august 2006, the patient experienced alopecia ("hair loss"). On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and the first episode of menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian cyst ("ovarian cysts"), arthralgia ("joint pain"), pain ("pain"), the second episode of menorrhagia ("heavy abnormal menstruation"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), hormone level abnormal ("hormonal changes"), rash ("skin rashes"), vaginal discharge ("vaginal discharge"), depression ("depression") and complication of device insertion ("trouble with inserting coils"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ovarian cyst, fatigue, arthralgia, pain, the last episode of menorrhagia, dyspareunia, abdominal pain, back pain, abdominal distension, hormone level abnormal, rash, vaginal discharge, depression, vaginal haemorrhage, urinary tract infection, nausea, irritable bowel syndrome, alopecia and complication of device insertion outcome was unknown and the abdominal pain lower, headache and migraine was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, complication of device insertion, depression, dyspareunia, fatigue, headache, hormone level abnormal, irritable bowel syndrome, migraine, nausea, ovarian cyst, pain, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). Diagnostic results: on (B)(6) 2007, CT abdomen/CT pelvis-total bilateral occlusion. Her pelvic ultrasound showed a 4.9- cm simple right ovarian cyst with a large amount of free fluid in the cul-de-sac. There was normal doppler flow to both ovaries. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events back pain, fatigue, urinary tract infection, abdominal pain, vaginal bleeding. Quality-safety evaluation of ptc: final assessment: this case is for the essure 205 since the patient stated they had they device implanted in 2005. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. "Ovarian cysts", as the patient identified in her email, are not a known failure mode related to essure. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, concomitant medication. Events vaginal haemorrhage, menorrhagia, urinary tract infection, nausea, irritable bowel syndrome, alopecia, complication of device insertion, device monitoring procedure not performed were added. On (B)(6) 2018: medical record received- reporter information added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("consistent pelvic pain") in a female patient who received essure (ess205) for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), ovarian cyst ("ovarian cysts"), fatigue ("fatigue"), arthralgia ("joint pain"), pain ("pain"), menorrhagia ("heavy abnormal menstruation"), dyspareunia ("pain during intercourse"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), headache ("headaches"), migraine ("migraines"), hormone level abnormal ("hormonal changes"), rash ("skin rashes"), vaginal discharge ("vaginal discharge") and depression ("depression"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, ovarian cyst, fatigue, arthralgia, pain, menorrhagia, dyspareunia, abdominal pain, back pain, abdominal pain lower, abdominal distension, headache, migraine, hormone level abnormal, rash, vaginal discharge and depression outcome was unknown. The reporter considered pelvic pain, ovarian cyst, fatigue, arthralgia, pain, menorrhagia, dyspareunia, abdominal pain, back pain, abdominal pain lower, abdominal distension, headache, migraine, hormone level abnormal, rash, vaginal discharge and depression to be related to essure (ess205). Quality-safety evaluation of ptc: final assessment: this case is for the essure 205 since the patient stated they had they device implanted in 2005. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. "Ovarian cysts", as the patient identified in her email, are not a known failure mode related to essure. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2016: case upgraded to incident (bilateral salpingectomy reported). Case is now legal. Events and reporters added. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented consistent pelvic pain. A bilateral salpingectomy was performed to remove micro-inserts, around 10 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. An update of product technical analysis has been sought. Further information will be obtained through the litigation process.